Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account on the 3rd floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found all four brake casters needed to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performs any other preventative maintenance on this bed. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.